Event description:
Bovie pad malfunctioned in the middle of the procedure. The pad was inspected prior to the start of the procedure and there were no concerns regarding the integrity of the pad. The pad was working correctly at the start of the procedure. Before the pad failure it was being used for hemostasis when making the robotic ports. Once the robot was docked, the monopolar scissors were hooked up to the existing monopolar/bipolar lines. When the surgeon attempted to use the robotic instrument, it did not work. The rn evaluated the connections which were all secure. They changed the monopolar lead (did not resolve the issue), changed the robotic monopolar scissor (did not resolve the issue), then changed the bovie pad (corrected the issue). After the failure the bovie pad was inspected and no damage was identified. There was no harm to the patient.